Event description:
It was reported to the philips that the suite pc was freezing unexpectedly, which can impact system booting. No harm to the user or patient was reported. Philips has started an investigation of this complaint.